Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, into an angulated annulus that measured 29 mm, the physician reported the valve would have to be very tight on the inner curve of the aorta, making positioning difficult. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was initially deployed in a high position and the valve was recaptured and re-deployed. The valve was tilted making it difficult to assess the implant depth. The patient became hypotensive and the valve was deployed quickly. Upon final release, the valve dislodged downwards into the left ventricle and severe aortic regurgitation was reported. A snare was used to attempt to move the valve upwards, however, was unsuccessful. A second valve was deployed in a higher position, however severe aortic regurgitation remained due to the large left ventricular outflow tract (lvot). It was reported the second valve also moved downwards slightly on release. A 26 mm valve was then loaded onto the delivery catheter system (dcs) and an attempt was made to position the valve to sit at the waist of the 34 mm valve, but was unsuccessful. The valve was recaptured and removed from the patient. A bav was performed three times and the aortic regurgitation improved slightly. A 34 mm valve was deployed in a higher position, following which another bav was performed two times and hemodynamics improved. Moderate aortic regurgitation was reported. No adverse patient effects were reported.